Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s sensor fell off. At an unspecified time later (the patient could not recall the time interval), the patient felt nauseous and that her ¿bp was high¿. The patient also stated since she did not have a sensor connected, that her unspecified insulin pump ¿didn¿t work¿. The patient tested her bg meter reading, which was 560 mg/dl. Emergency medical services was called and the patient was taken to the emergency room. At the ER, the patient was treated with an IV insulin drip. The patient was admitted to the hospital for one day prior to being discharged. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 07/29/2025. Data was further reviewed data investigation could not confirm an alert/notification settings issue, patient received alerts at their intended thresholds. Data was provided for investigation, however it does not reflect the full investigation window since the transmitter stopped communication with the app after 2:18 pm on (B)(6) 2025. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.